Manufacturer narrative:
(B)(6). Catalog # 7893070 and 7893080 with 510k # k052609; catalog # 7896545, 7896535 with 510k # k050809 was cleared in the united states. Devices of multiple part/lot numbers were implanted during the procedure including: part: 7893070 / lot: w07h0367, manufactured: aug 02, 2007 part: 7893080 / lot: w07h0948, manufactured: aug 06, 2007 part: 7896535 / lot: w07e3860, manufactured: may 23, 2007 part: 7896535 / lot: w07e3772, manufactured: may 22, 2007 part: 7896545 / lot: w07e4569 (x3), manufactured: may 29, 2007 part: 7896545 / lot: 0003133w, manufactured: dec 02, 2008 part: 7896545 / lot: w07l4356, manufactured: nov 20, 2007 although it is unknown which of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Literature article citation: higgs, g.b. Et al., "retrieval analysis of peek rods for posterior lumbar stabilization and fusion". Www.medicalpeek.org. Date of event is unknown. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if a medtronic device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a study was conducted to characterize the reasons for revision, histological responses, mechanisms of surface changes, and crystallinity changes of retrieved peek rods used in posterior spinal instrumentation. Eleven fixation systems (9 peek and 2 metallic systems) were collected after revision surgery, providing 17 peek rods for analysis. It was reported that one patient was revised at l4/l5 - l5/s1 after one year due to pain. Reportedly, the patient was not revised due to rod fracture and this patient was a recipient of tissue. Images were taken of the patient's periprosthetic tissue morphology and showed evidence of inflammation and tissue degeneration. No other patient complications were reported. No additional results from the study were given.